Event description:
It was reported that stimulation was intermittent. The patient's device had been "cutting in and out" and stimulation has been changing considerably when they moved different parts of their body. The patient had not been feeling well for the past month. Patient noticed the intermittent stimulation and it felt "choppy." Patient tried to turn stimulation up to a point that they normally had it on and it was painful in their muscles. No trauma right before change but the patient had bumped into a car mirror very hard a month prior. It was also noted the patient was unable to adjust stimulation. "Call your doctor" icon was present. Approximately one week later it was reported stimulation was still intermittent. Patient noted it felt like there was a short in their device. When the patient moved in a certain position they felt a "buzz" and then lost stimulation. It was noted the device was not working about 95-98% of the time. "Call your doctor" icon was still displayed and it was also noted there was an out of regulation (oor) condition. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the patient wanted the device taken out. It was stated that the wires would have to get replaced again due to fraying. It was mentioned that the reason why the leads were frayed was due to the movement. The patient was disappointed "it wasn't working."

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v246530, implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).